Manufacturer narrative:
The injury reported by the end user did not result in the permanent impairment of a body function or permanent damage to a body structure. The end user alleges that he sustained a bruise and a fractured rib from contact with the push handles. The end user did not indicate that he sought medical attention or a medical diagnosis of the fractured rib. All seatbacks and handles are assembled according to the customer specifications and dimensions.

Event description:
The dealer, on behalf of the end user, forwarded an e-mail he had received from the end user. The end user alleges that the design of the back of the chair contributed to his injury. End user's e-mail, states that the "two poles sticking out from the top" of the device, caused bruising and a rib fracture. The end user alleges that the design of the back of the chair contributed to his injury. The end user did not report that he required medical attention.